Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 devices were received. Event confirmation status: 7 reported events were confirmed. Evaluation results: 5 devices were found to be affected by internal corrosion. 2 devices were found to be affected by debris. 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a broken cutting accessory still attached. 5 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.